Manufacturer narrative:
The service found no malfunction, but the partial volume had been set by the customer. The service set to zero the partial volume and proceeded with the regular maintenance service. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump's pusher didn't withdraw.